Event description:
This report is for issue of connection issue involving the transfer set. The home patient (hp) reported to baxter stating that the hp found gap in between minicap and transfer set. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained

Manufacturer narrative:
(B)(4). The connection issue related to transfer set was not confirmed. The cause is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.